Event description:
Information received from the field notes that while the patient was in the recovery room, loss of ventricular cap- ture and sensing were observed in the bipolar configuration. Lead impedances were <200 ohms. The device was programmed to the unipolar configuration.